Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx31 implanted in the mitral position was explanted at implant due to severe mitral regurgitation. As reported, this was a robotic mitral valve replacement. The issue was observed during a robotic mitral valve replacement, after the regurgitation was observed, decision was made to change technique from robotic to standard median sternotomy and a 29mm magna ease valves was implanted in replacement. Reportedly, the patient was hospitalized in stable condition after the procedure. As reported the reason for downsizing was because there was no other 31mm valve available at that time.

Manufacturer narrative:
H3: device evaluation: the device was returned for evaluation. Customer report of regurgitation was visually confirmed due to suture looping. Suture track indentations were observed on free margins of leaflets 1 and 2 near commissure 2. This indicated the suture was looped around commissure 2. X-ray demonstrated wireform intact. Suture holes were visible around the sewing ring. Sewing ring cloth was cut in multiple areas around the valve. Wireform exposed around commissure 2 in the inflow aspect. No other visible inconsistencies were observed on the valve. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx31 implanted in the mitral position was explanted at implant due to severe mitral regurgitation. Per product evaluation, report of regurgitation was visually confirmed due to suture looping. As reported, this was a robotic mitral valve replacement. The issue was observed during a robotic mitral valve replacement, after the regurgitation was observed, decision was made to change technique from robotic to standard median sternotomy and a 29mm magna ease valves was implanted in replacement. Reportedly, the patient was hospitalized in stable condition after the procedure. As reported the reason for downsizing was because there was no other 31mm valve available at that time.

Manufacturer narrative:
Updated section b4 (date of this report), d4 (expiration date), g3 (date received by manufacturer), g6 (type of report), h4 (device manufacturer date ), h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping may occur during a mitral valve replacement (on occasion aortic valve or valve in the tricuspid position) due to a surgeon inadvertently looping a suture over the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. This is not a result of product malfunction; however, this may require exchange of the device. Based on the information provided, the most likely root cause of the reported mitral regurgitation is use error, as evidenced by the identified suture looping.